Event description:
Reporter stated that four years ago his daughter was a sleep in class and the teacher thought her to be nonresponsive. The teacher, who was allegedly untrained, shocked his daughter twice with the school defibrillator device. The ems person later asked why she was shocked the second time when she was clearly responsive, according to the reporter. The reporter stated that soon after receiving the shocks the pt began having pseudoseizures periodically causing her to have pain in her leg and chest, headaches and emotional changes after they occur. He reported that she continues to have pseudoseizures less frequently but that they have interfered with her plans to join the air force and difficulty at work.